Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer (fse) inspected the analyzer and determined that a worn-out vacuum nozzle, causing backflow into the dilution vessel had caused the event. He replaced the vacuum and sipper nozzles and adjusted the sample probe wash station. He verified the analyzer's performance by successful calibrations, qcs, precision checks, and patient comparison tests. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode and other assay results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. One patient sample with discrepant results was provided: the initial result from the reported line was 150 mmol/l. The first repeat result from the reported line was 150 mmol/l. The second repeat result from the reported line after recalibration and qc was 146.2 mmol/l. The third repeat result from a second line was 139 mmol/l. This result was deemed correct. The initial result did not match the previous result of 138 mmol/l, prompting the rerun of the patient sample.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the calibration, qcs, and alarm trace: the 17-may-2025 sodium electrode calibration had an alarm; the 19-may-2025 calibration was acceptable. The customer stated that the qcs immediately before and after the event were within the specified ranges. The alarm trace had multiple "sample probe: abnormal aspiration" alarms. The field service engineer (fse) inspected the analyzer and determined that a backflow from a worn-out vacuum nozzle into the dilution vessel had caused the event. He replaced the vacuum and sipper nozzles and adjusted the sample probe wash station. He verified the analyzer's performance by calibrations, qcs, and precision tests. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.